Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump was reset resolving the issue and customer continued using the pump for insulin therapy.